Manufacturer narrative:
Customer reported on the same day two events of failed devices from the same lot. These events are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during a therapeutic colectomy procedure, the device probe broke off and fell outside the patient. An u504 probe damage error message was received on the generator. The procedure was successfully completed with another device with a delay of five minutes required to change to the new device. The delay was not clinically relevant. There is no harm or adverse impact to the patient. The device was inspected prior to use with no anomalies noted.

Manufacturer narrative:
The returned device has been evaluated. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h3, h4, h6, and h10. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the device, it was observed that the device probe was broken. The inspection revealed the break started from the origin of a crack caused to the probe. The vicinity of the origin of the fracture surface are blackened. There were no scratches nor marks in the non-insulated area of grasping section which came in contact to the probe and was abraded against it. The teflon pad (tissue pad was worn. The coating of the grasping section was partially peeled off. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, it is likely the error and the probe broken occurred by the following mechanism: 1. As the vicinity of the origin of the fracture surface are blackened, a crack was generated in the probe due to a load such as a spark and the probe damage error occurred. 2. The crack then extended when load was applied to the probe. And the probe broke off in the end. The circumstances likely causing such spark could not be identified. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ¿ should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, troubleshooting, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. ¿ use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck on it during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.